Manufacturer narrative:
The company rep replaced the power supply (part number 0014-00-0033-05). The unit was tested to factory spec. It functioned normally and was returned to the customer. The power supply has been returned to datascope for further eval.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown without alarms or warnings. The pump was replaced and therapy was continued. No pt injury was reported.